Manufacturer narrative:
The initial report occurred on (B)(6) 2016 and was found to be a non-reportable malfunction based on the information available at the time the event occurred. On (B)(6) 2017, a retrospective review related to a CAPA was completed for all events where the reported malfunction was not previously associated with serious injuries; the reporting determination has been revised to consider these malfunction events reportable. The system's logs were sent to the manufacturer for analysis. During the software investigation, the imaging system transitioned to 2d mode as evident from the following log message: ¿acquisition mode changed from sa to 2d.¿ when the imaging system transitioned to 2d mode, the image acquisition system (ias) application updated the pendant. The logs did not show any indication of trouble with the pendant display. The logs did not indicate problems with transitioning out of the boot process. The ¿system booting¿ message is not an error message. It simply indicated that the system was waiting for all the sub-components to transition to a ready state.

Event description:
A medtronic representative reported that when starting up the imaging system, the following message was displayed "system booting. Please wait". The rep restarted the system and the issue was resolved. It was also reported that the rep formed a remote connection to the image acquisition system (ias) to see if the pendant was unresponsive but it was functional. No patient was present during the time of the reported incident.